Manufacturer narrative:
One 12tlw405f35 with 3ml syringe was returned for evaluation. The reported event of inflation and deflation issues were unable to be confirmed. As received, the balloon was deflated. The balloon was inflated with 1.7ml air and the balloon inflated concentric and did not leak. The balloon was inflated with 0.9 cc of water and the balloon inflated concentric and did not leak. Balloon deflated completely after 8 seconds by pulling back on syringe plunger. Per eas556 rev. Bp, the max. Deflation time with water is 15 seconds. Balloon deflation time with water was within specification. The balloon latex and windings appeared to in good condition. Through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter. (B)(4). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that while the physician had difficulty inflating and deflating this catheter before use. Deflation took a minute to deflate. It was not used on patient yet, the clinician was testing the device. The syringe is still attached to the catheter. There is no patient involvement.